Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code unknown and limit), indicating possible device malfunction. The pt had fallen recently, but does not remember any impact to the area of the vns system. There was no adverse event reported in conjunction with the high lead impedance condition. The pt has had a decrease in seizures with the vns therapy. Lead break or connection problem is suspected. Revision surgery is planned.